Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer was stuck in the rewind complete/bolus delivery loop. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners, case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.